Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the mobile view station (mvs) showed a message stating that patient database is corrupted - no imaging functionality possible, due to patient database/application not working. The database backup was reinstalled, which resolved the issue. System functions tested. No parts were replaced on the system. A software investigation was also completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed following the reinstallation of the database backup and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the mobile view station (mvs) application would not start. It was reported that an error was displayed stating that there was an issue with the database, indicating that it was corrupted. A database backup was installed and the issue was resolved. The procedure was completed successfully with the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.

Manufacturer narrative:
Patient information now provided.